Manufacturer narrative:
Additional devices listed in this report: cat 5512-f-402, lot dxag, description: tri total stabilizer femoral comp #4. Cat 5521-b-400, lot aywx, description: tri total knee, universal tibial baseplate, 4. Cat 5550-g-360, lot 24e3, description: tri x3, symmetric patella, s36mm. Cat 5560-s-115, lot m6h07l, description: tri cemented stem, 15mm. Cat 5560-s-215, lot n5e52l, description: tri cemented srem, 15mm. Cat 5541-a-402, lot dgez, description: tri femoral dis augument-right #4. Cat 5540-a-401, lot dkkn, description: tri femoral dis augument ¿left, #4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that there was a knee infection following a revision tka.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a no 3. Triathlon ts plus tibial insert x3 poly 22mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a knee infection following a revision tka.